Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm and was not able to rewind. Insulin pump received a motor error alarm after going through a rewind / prime loop. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 118 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test due to loose flush drive support disk. Unable to perform the unexpected restart error test, unable to verify compromised force sensor system alarms or perform prime test or verify prime fill anomaly due to motor error alarm. However, the insulin pump was received with normal operating current and passed self-test and passed off no power test. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, broken reservoir tube lip and missing the reservoir tube o ring.